Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with intraperitoneal injection of cilanem, 500 mg in all bags, (frequencies were not reported). The cause of the peritonitis was unknown; however, it was reported there was change in caretaker. Outcome of the event is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental report will be submitted.